Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was not hospitalized for this event. On the same day as the event onset, the patient was treated with intraperitoneal (ip) meropenem injection (250mg in each bag, ongoing, frequency not reported) for peritonitis. One day after the event onset, the patient was treated with ip vancomycin injection (1gm per 1 bag, ongoing, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.